Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported during PICC catheterization at 9:30 on (B)(6) 2024, when the intubation sheath was inserted into the guidewire after skin expansion, it was found that the intubation sheath could not enter the vein smoothly through the skin, and the tip was found to have protrusions and bifurcations after exiting the intubation sheath. Replaced the sheath with a new intubation and continue to perform PICC catheterization for the patient. However, the catheterization time was prolonged and caused some pain to the patient. No other information was provided.

Event description:
It was reported during PICC catheterization at 9:30 on (B)(6) 2024, when the intubation sheath was inserted into the guidewire after skin expansion, it was found that the intubation sheath could not enter the vein smoothly through the skin, and the tip was found to have protrusions and bifurcations after exiting the intubation sheath. Replaced the sheath with a new intubation and continue to perform PICC catheterization for the patient. However, the catheterization time was prolonged and caused some pain to the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath tip is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a completely split microintroducer sheath, with what appears to be damage to the tip at the distal end of the sheath. Buckling and small splits are observed at the distal tip end of the sheath. Biological residue as well as indications of use are observed on the sample. Although damage is observed at the distal tip end, no details of the damage or distinguishing features could be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.